Event description:
Baxter czech republic reported "the clamp of the transfer set wasn't leakproof". The set was changed with no resulting infection. There is no patient injury reported by the complaint coordinator.